Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The pump was unable to test for excessive no delivery alarms due to prime anomaly. The pump had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer's wife reported via phone call of a no delivery alarm from the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer's wife stated that the alarm was resolved by a complete set change. The customer does not want to return the set for analysis. The customer does not want to return the reservoir for analysis. The customer was advised to revert to a backup plan.